Manufacturer narrative:
.

Event description:
The customer reported that the ventilator only operates on ac power. The customer reported there was no patient involvement.

Manufacturer narrative:
The customer returned cpu board was installed in an fi test ventilator. The ventilator was tested by repeatedly cycling through power-up and shut down in different configurations. Additionally the ventilator was run continuously for two hours. No failures were found.

Manufacturer narrative:
Updated .